Event description:
It was reported the patient lost therapeutic effect from their spinal cord stimulator. The patient felt no stimulation sensation. The device quit working in early 2008. The patient was seen in the clinic two days later. The device was interrogated and found to have no battery charge left. The device was used 24hrs/day at 5.3 - 5.4 volts at night and 6.0 volts during the day. The patient felt the device did not last as long as it should have. The device was explanted and replaced with a rechargable stimulator.